Event description:
A nurse reported that following intraocular lens (iol) implant surgery, four pts presented with a postoperative eye infection, which was confirmed to be toxic anterior segment syndrome (tass). In a f/u, the nurse reported the symptoms were noted on the first day following the surgery. She did not indicate whether the device contributed to the event. There are four medical device reports associated with this event. This report is for the second of four pts.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/22/2012, 02/23/2012 and 02/27/2012 by phone, fax, and mail. A completed questionnaire was received on 03/19/2012. (B)(4).